Event description:
It was reported that t1 and t2 deployed at the same time.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed t1 and t2 are free from the insertion needle. The suture remains attached to the device. The actuator is in its post t1 deployment position indicating a deployment of t1 and pre-deployment of t2. The insertion needle is bent. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Further investigation is not warranted at this time.